Event description:
While using a byte day aligners, patient reported they had a root canal which became infected, and the tooth extracted. They have not been able to wear the aligners. Requested lor/df letter from dentist and additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.